Manufacturer narrative:
H.6. Investigation: two photos of a 31g x 5mm pen needle carton was returned from lot. No. 0106037, cat. No. 320147. Visual examination of the returned photos was carried out and the lid of the carton was torn off. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. Based on the photos returned this cannot be confirmed to be manufacturing related. As no samples were returned no clog test or functionality test can be carried out.

Event description:
It was reported that bd ultra fine¿ mini pen needles were clogged and unable to deliver medication. This event occurred 20 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "caregiver contacted us informing that her mother uses bd needles for insulin application, and in the last batch purchased in october she noticed that some needles in the box when using it are clogged, it locks in the middle of the application, she needs to remove the needle and change it for another new to finish the application."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd ultra fine¿ mini pen needles were clogged and unable to deliver medication. This event occurred 20 times. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "caregiver contacted us informing that her mother uses bd needles for insulin application, and in the last batch purchased in october she noticed that some needles in the box when using it are clogged, it locks in the middle of the application, she needs to remove the needle and change it for another new to finish the application."